Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular (rv) lead perforated the septum. This lead was not used, and a second lead was placed. The second rv lead also perforated the septum. On (B)(6) 2026, during the procedure, x-ray was used to confirm the lead perforations. The second lead was not used, and the physician completed the procedure using a third rv lead. The patient condition was unknown.